Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labor like pains') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("bowel adhesions/bowel issues"), fear ("scary to not remember"), amnesia ("scary to not remember/memory loss"), urinary incontinence ("trouble holding bladder"), allergy to metals ("allergic to nickel"), intestinal mass ("caused a mass to form on my bowels"), ovarian cyst ("cyst on ovaries"), abdominal distension ("bloated like I was pregnant"), headache ("headaches"), visual impairment ("vision issues/vision trouble"), genital haemorrhage ("heavy bleeding"), rash ("body rashes"), back pain ("back pain"), intestinal obstruction ("bowel issue - bowel obstruction"), urinary tract infection ("painful uti"), abdominal pain lower ("cramps"), diarrhoea ("diarrhea"), asthenia ("no energy") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bowel obstruction removal and complete hysterectomy with bowel obstruction removal.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal adhesions, fear, amnesia, urinary incontinence, allergy to metals, intestinal mass, ovarian cyst, weight increased, abdominal distension, headache, visual impairment, genital haemorrhage, rash, back pain, intestinal obstruction, urinary tract infection, abdominal pain lower, diarrhoea, asthenia and loss of libido outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allergy to metals, amnesia, asthenia, back pain, diarrhoea, fear, genital haemorrhage, headache, intestinal mass, intestinal obstruction, loss of libido, ovarian cyst, pelvic pain, rash, urinary incontinence, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: cramps, diarrhea, no energy, no sex drive were added. On 20-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labor like pains') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("bowel adhesions/bowel issues"), fear ("scary to not remember"), amnesia ("scary to not remember"), urinary incontinence ("trouble holding bladder"), allergy to metals ("allergic to nickel"), intestinal mass ("caused a mass to form on my bowels"), ovarian cyst ("cyst on ovaries"), abdominal distension ("bloated like I was pregnant"), headache ("headaches"), visual impairment ("vision issues/vision trouble"), genital haemorrhage ("heavy bleeding"), rash ("body rashes"), back pain ("back pain"), intestinal obstruction ("bowel issue - bowel obstruction") and urinary tract infection ("painful uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bowel obstruction removal and complete hysterectomy with bowel obstruction removal.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal adhesions, fear, amnesia, urinary incontinence, allergy to metals, intestinal mass, ovarian cyst, weight increased, abdominal distension, headache, visual impairment, genital haemorrhage, rash, back pain, intestinal obstruction and urinary tract infection outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, allergy to metals, amnesia, back pain, fear, genital haemorrhage, headache, intestinal mass, intestinal obstruction, ovarian cyst, pelvic pain, rash, urinary incontinence, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: social media received. Event "uti" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labor like pains') and intestinal obstruction ('bowel issue - bowel obstruction') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("bowel adhesions/bowel issues"), fear ("scary to not remember"), amnesia ("scary to not remember"), urinary incontinence ("trouble holding bladder"), allergy to metals ("allergic to nickel"), intestinal mass ("caused a mass to form on my bowels"), ovarian cyst ("cyst on ovaries"), abdominal distension ("bloated like I was pregnant"), headache ("headaches"), visual impairment ("vision issues/vision trouble"), genital haemorrhage ("heavy bleeding"), rash ("body rashes"), back pain ("back pain") and intestinal obstruction (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bowel obstruction removal and complete hysterectomy with bowel obstruction removal.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal adhesions, fear, amnesia, urinary incontinence, allergy to metals, intestinal mass, ovarian cyst, weight increased, abdominal distension, headache, visual impairment, genital haemorrhage, rash, back pain and intestinal obstruction outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, allergy to metals, amnesia, back pain, fear, genital haemorrhage, headache, intestinal mass, intestinal obstruction, ovarian cyst, pelvic pain, rash, urinary incontinence, visual impairment and weight increased to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received: received: event trouble holding bladder, medical device removal were added. On 15-jan-2020: fu 2 and 3 processed together. Social media content received: hysterectomy added. On 15-jan-2020: events per social media: the event term 'medical device removal' was updated to labor like pains and additional events allergic to nickel, caused a mass to form on my bowels, ovarian cyst, weight gain, bloating, headache, vision issues/vision trouble, heavy bleeding, generalized rash, back pain and bowel obstruction were added. Fu 2, 3, 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labor like pains') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("bowel adhesions/bowel issues"), fear ("scary to not remember"), amnesia ("scary to not remember/memory loss"), urinary incontinence ("trouble holding bladder"), allergy to metals ("allergic to nickel"), intestinal mass ("caused a mass to form on my bowels"), ovarian cyst ("cyst on ovaries"), abdominal distension ("bloated like I was pregnant"), headache ("headaches"), visual impairment ("vision issues/vision trouble"), genital haemorrhage ("heavy bleeding"), rash ("body rashes"), back pain ("back pain"), intestinal obstruction ("bowel issue - bowel obstruction"), urinary tract infection ("painful uti"), abdominal pain lower ("cramps"), diarrhoea ("diarrhea"), asthenia ("no energy"), loss of libido ("no sex drive") and hyperhidrosis ("sweats") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bowel obstruction removal and complete hysterectomy with bowel obstruction removal.). Essure was removed in (B)(6)2014. At the time of the report, the pelvic pain, abdominal adhesions, fear, amnesia, urinary incontinence, allergy to metals, intestinal mass, ovarian cyst, weight increased, abdominal distension, headache, visual impairment, genital haemorrhage, rash, back pain, intestinal obstruction, urinary tract infection, abdominal pain lower, diarrhoea, asthenia, loss of libido and hyperhidrosis outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allergy to metals, amnesia, asthenia, back pain, diarrhoea, fear, genital haemorrhage, headache, hyperhidrosis, intestinal mass, intestinal obstruction, loss of libido, ovarian cyst, pelvic pain, rash, urinary incontinence, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: fu nine, ten and eleven processed together. Social media received: new events were added: sweats and reporter information were updated. On 20-mar-2020: fu nine, ten and eleven processed together. On 15-apr-2020: fu nine, ten and eleven processed together. Quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labor like pains') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("bowel adhesions/bowel issues"), fear ("scary to not remember"), amnesia ("scary to not remember/memory loss"), urinary incontinence ("trouble holding bladder"), allergy to metals ("allergic to nickel"), intestinal mass ("caused a mass to form on my bowels"), ovarian cyst ("cyst on ovaries"), abdominal distension ("bloated like I was pregnant"), headache ("headaches"), visual impairment ("vision issues/vision trouble"), genital haemorrhage ("heavy bleeding"), rash ("body rashes"), back pain ("back pain"), intestinal obstruction ("bowel issue - bowel obstruction"), urinary tract infection ("painful uti"), abdominal pain lower ("cramps"), diarrhoea ("diarrhea"), asthenia ("no energy"), loss of libido ("no sex drive") and hyperhidrosis ("sweats") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bowel obstruction removal and complete hysterectomy with bowel obstruction removal.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal adhesions, fear, amnesia, urinary incontinence, allergy to metals, intestinal mass, ovarian cyst, abdominal distension, headache, visual impairment, genital haemorrhage, rash, back pain, intestinal obstruction, urinary tract infection, abdominal pain lower, diarrhoea, asthenia, loss of libido and hyperhidrosis outcome was unknown and the weight increased had not resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, allergy to metals, amnesia, asthenia, back pain, diarrhoea, fear, genital haemorrhage, headache, hyperhidrosis, intestinal mass, intestinal obstruction, loss of libido, ovarian cyst, pelvic pain, rash, urinary incontinence, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. Outcome of the event "weight gain" was updated to not recovered. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal adhesions ('bowel adhesions') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal adhesions (seriousness criteria medically significant and intervention required), fear ("scary to not remember") and amnesia ("scary to not remember"). The patient was treated with surgery (surgery due to essure). At the time of the report, the abdominal adhesions, fear and amnesia outcome was unknown. The reporter considered abdominal adhesions, amnesia and fear to be related to essure. The reporter commented: I was having the same symptoms & had to have immediate surgery! Due to essure! Most recent follow-up information incorporated above includes: on 2-dec-2019: this is retention case. All the information has been transferred from deletion case (B)(4).references , reporters information and event : bowel adhesions were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.